Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted for syncope, chest pressure, weakness and vomiting. A remote interrogation was performed where there were no stored episodes noted. The cause of the syncope remained unknown and the implantable cardioverter defibrillator (ICD) remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted almost a year later during an upgrade procedure. A cardiac resynchronization therapy defibrillator (crt-d) was implanted successfully. No adverse patient effects were reported.